Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces.¿ and " undesirable shortening of limb.¿ and "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2008 and a total left hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel further reported patient underwent a left hip revision procedure on (B)(6) 2012 and a right hip revision procedure on (B)(6) 2013 due to patient allegations of osteolysis and elevated metal ion levels. Review of invoice histories confirmed the modular head and acetabular cup were removed and replaced in both revision procedures. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-03694 / 03697).

Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2008 and a total left hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel further reported patient underwent a left hip revision procedure on (B)(6) 2012 and a right hip revision procedure on (B)(6) 2013 due to patient allegations of osteolysis and elevated metal ion levels. Review of invoice histories confirmed the modular head and acetabular cup were removed and replaced in both revision procedures. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the operative reports noted that the left hip revision was performed due to osteolysis and elevated metal ion levels and further noted the presence of synovial fluid, wear on the trunnion, metallosis, a loose acetabular cup, leg length discrepancy and a cyst. Operative reports noted that the right hip revision was performed due to elevated metal ion levels and further noted the presence of articular fluid. The modular heads and acetabular cups were removed and replaced in both revision procedures.